Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The up arrow and down arrow button key contacts were observed to be misaligned.

Event description:
The patient reported that the ok keypad button became intermittently unresponsive a week ago. She noted that the keypad buttons still click and spring back when pressed. The patient stated that the pump has been exposed to water on 4 occasions. She reported that the ok button symbol is worn, but the keypad is intact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.